Manufacturer narrative:
Information was received via the adjudication minutes on 9/29/2010. The previously reported event of transient ischemic attack was adjudicated to stroke. Complaint conclusion: the complaint conclusion has been updated due to receipt of the adjudication minutes. The adjudication minutes received 9/29/2010 disagree with the previous diagnosis of tia and have adjudicated the event as an ischemic stroke. The site reported that on (B)(6) 2009 the patient experienced neurological deficits lasting < 24 hours and with partial recovery. There was partial hemianopsia and partial facial paralysis; there was ataxia present in one limb; and there was mild to moderate dysarthria. Stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Stroke is often associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00038 and 9616099-2010-00241.

Manufacturer narrative:
Addendum: additional information was received via an adjudication notice on 9/19/2010 indicating that the patient experienced a stroke. Further information was received via the adjudication minutes on 9/29/2010. During post-dilation of the stent, the patient experienced sluggish response, decreased movement of the left arm, hypotension, and bradycardia. He was treated with atropine and phenylephrine and the neuro deficit resolved after the blood pressure improved. Angiography did not reveal any abrupt cut off of intracerebral flow. Residual stenosis was 0%. The following day, the patient experienced partial hemianopia and minor facial paralysis, left arm drift and bilateral arm ataxia, mild to moderate aphasia and extinction and inattention in one of the sensory modalities. A CT of the head revealed no acute infarct or hemorrhage. Rankin score was 2 and nih score was 8. The next day, there was partial hemianopia and partial facial paralysis, ataxia present on one limb, and there was mild to moderate dysarthria. Rankin score was 0 and nih score was 4. The patient was discharged three days after the index procedure. The discharge summary listed a probable tia; however, the event was adjudicated to cerebrovascular accident, ipsilateral, ischemic/embolic. The 30-day nih score was 3 and rankin score was 4. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00038 and 9616099-2010-00241.

Event description:
As reported via the (B) (4) registry, a patient experienced hypotension and bradycardia during the index procedure resulting in a transient ischemic attack (tia). Angiography had shown 90% stenosis in the ostium of the right internal carotid artery. The lesion was 30mm in length and the diameter was unknown. An angioguard rx with an 8mm basket was deployed beyond the lesion and the lesion was pre-dilated. A 10.0 x 40mm precise pro rx was implanted at the target lesion. It was reported that the patient experienced hypotension due to slow flow distally suggesting that the angioguard filter was full. The patient was diagnosed with a tia with symptoms of left sided neuro-deficit. As soon as the athrerectomy catheter was used to extract all the atheroma, and after treatment with dopamine and intravenous fluid, the blood pressure increased. His heart rate had fallen to 39 beats per minute and was treated with atropine. His neurological status at 48 hours after the end of the procedure was almost near baseline. A CT of the brain was negative. Approximately three days after the index procedure, the patient was discharged. Approximately one months after the index procedure, a duplex ultrasound showed no stent restenosis.

Manufacturer narrative:
According to the investigator, the events were related to the index procedure and not cordis product. The device was not returned for analysis. The history records indicate this product was final inspection tested (B) (4) and was determined to be acceptable. Hypotension and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00038 and 9616099-2010-00241.